Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to achieve primary stability. The implant was being placed in the tooth # 30. The dentist stated that drilling sequence was performed; however, the implant was loose. The implant site had type 2 bone quality. The patient has history of hypertension and parafunction. There was no report of injury to the patient. There was no abnormality with the implant.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed and no deviations were found. The implant was returned with the cover screw attached. The critical parameters of the implant were measured and no deviations, no defects, nor non-conformities were found. The returned part met specifications. Although the root cause for failure to achieve primary stability is inconclusive and specific to each case, probable could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: · all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. This event will be tracked and trended.